Event description:
Device malfunction: clip failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the clip did not deploy. The clip remained in the device. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.